Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, an x-ray was performed on (B)(6) 2015 which confirmed the reported event. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire which remained in the patient. The sensor was inserted on (B)(6) 2015, and the patient's mother noticed the wire was detached from the sensor on the same day. On (B)(6) 2015, patient's mother took the patient to the hospital, where patient received an x-ray, scheduled a medical consultation and was prescribed cephalexin. Patient received surgery on (B)(6) 2015 to have the sensor wire removed. At the time of contact with dexcom technical support, patient was in pain and recovering from surgery. No additional patient or event information is available.